Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the stent delivery system (sds) had been inflated to its nominal pressure of 16 atmospheres, but the stent did not deploy. On deflation and removal, it was found that the stent was still attached to the balloon; however, the promus stent fell off of the sds once it had been withdrawn from the guide cath/patient. There was no reported injury to the pt. No add'l info is available. This is being reported based on the analysis of the returned device which revealed a balloon rupture. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned without any blood visible. There was contrast in the inflation lumen and balloon. The stent implant was returned dislodged from the sds. The entire length of the stent implant was smashed. The first row of proximal struts was stretched. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was a radial tear, 1 mm in length, over the distal marker. There were no scratches found. There were three kinks in the hypotube, 4 and 36 distal to the strain relief tubing and 8.5 cm proximal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath was not returned. The sds was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.